Event description:
The facility's biomedical technician reported an infusion pump with failure code 20 and 26, found during pt use with no pt injury. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding age of pt. When the failure code occurred, tpn/nutrition was being infused from a 2l bag in conjunction with sabratek tubing. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.